Event description:
During a lap crio of kidney, was using the device with a trocar, the trocar slipped out with the device in it. They went to push back the trocar with the device in it and the clamp arm of the instrument was noticed to be broken off. Unable to locate the broken piece to retrieve from the abdomen. Used a new device to continue the case with no patient consequence.